Manufacturer narrative:
The information provided is from a survey and the survey doesn't provide any contact information to the author to follow up on the events. Therefore, no further investigation will be made. The event date was changed to reflect the aware date as the event date will remain unknown as the information is from a survey. The lot number, catalog number, and facility are all unknown. Complaint conclusion: as reported in a double blind survey, respondent number ten indicated the inability to use an unknown mynx control vascular closure device successfully; unable to deliver the sponge correctly causing bleeding and leading to the need to perform manual compression. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis and based on the nature of the event, the reported customer complaint " mynx control system deployment difficulty and sealant inability to achieve hemostasis" could not be evaluated. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. As per the instructions for use (IFU), pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for two minutes. Retract the syringe plunger to lock position. It should be noted that per the mynx control instructions for use, it instructs users to open the stopcock to deflate the balloon to ensure complete balloon deflation. If the device is removed before completing balloon deflation, or if proper position of the device is not maintained during the catheter removal, the sealant could be dislodged from the vessel wall. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. No preventative or corrective actions will be taken at this time.

Event description:
As reported in a double blind survey, respondent number ten indicated the inability to use an unknown mynx control vascular closure device successfully; unable to deliver the sponge correctly causing bleeding and leading to the need to perform manual compression. The device is not available for return.